Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing of ventricular events during monitored ventricular tachycardia (vt) episode. The rv lead remains in use. No patient complications have been reported as a result of this event.